Event description:
Report received of an underdelivery. During testing at the user facility, the device reportedly delivered 16.5ml from an expected delivery of 20ml. Delivery accuracy specifications for this device require delivery of 20ml +/- 1ml (+/-5%). There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.